Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery will change.

Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when pulling the unit out of storage, the cs300 intra-aortic balloon pump (iabp) while the device was kept in storage, it was seen that it did not turn on and there was a battery problem. There was no patient involvement.

Manufacturer narrative:
Event site postal code -(B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) unit didn't turn on. A getinge field service engineer (fse) confirmed and stated the batteries of the device were replaced with new ones. Functional tests had been completed. The device was delivered to the user in working condition. There was no patient involved.